Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the endobronchial ultrasonography the endoscopic image of the subject device was not displayed when the evis 160 /180 series videoscope was connected to the subject device. The service department of the olympus europa se & co. Kg (oekg) checked the subject device and found that the image was not displayed due to the failure of the electrical circuit board. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. Based upon the information from olympus europa se & co. Kg (oekg) it was considered that the reported phenomenon was attributed to the failure of the electrical circuit board. However the cause of the failure of the electrical circuit board could not be determined. If additional information becomes available, this report will be supplemented.